Event description:
It was reported that patient experienced autoreducing. Lead diagnostics showed that contacts 9-16 had high impedances. Surgical intervention was undertaken and during procedure it was found that the lead tail with contacts 9-16 was fractured and had subsequently disconnected from the ipg header and become entangled around the other lead tail. In turn, the lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.